Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving compounded fentanyl via an implantable pump. The indication for use was spinal pain. It was reported the patient had their pump replaced on (B)(6) 2016 the patient presented to the office on (B)(6) 2016 and reported incisional drainage and redness. The clinical diagnosis was noted as incisional abscess. The patient noted the night before they had noticed a drop of drainage from the left corner of the pump incision as well as a couple times later that night. The examination on (B)(6) 2016 showed blistering and redness around the staples and sutures, without drainage or swelling noted. The patient's staples were removed and the patient was started on oral doxycycline 100 mg per oral for two weeks. The patient was re-evaluated on (B)(6) 2016 and showed decreased redness and no drainage. During the visit the patient had slight swelling as the pump pocket without drainage. It was noted the patient had a pump pocket seroma. Needle aspiration produced 9 ml of serosanguinous fluid and subsequent culture and sensitivity was negation. It was indicated the event was related to the implant procedure. The patient had a final follow-up office visit on (B)(6) 2016 and showed the patient's incision site was healed with no redness, swelling or drainage noted. The pati ent's weight was noted as (B)(6) lbs.